Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient had no stimulation sensation; there was no known accident or incident related to this. Troubleshooting on (B) (6) 2009 revealed a depleted battery; the patient indicated this was sooner than they expected. The device was replaced on (B) (6) 2010. There was no patient injury; the patient recovered without sequela.